Manufacturer narrative:
(B)(4). Visual inspection confirmed that the actual sample was fractured at the distal segment. The urethane layer at the fracture was found to have become elongated and whitened. The total length of the actual sample was measured and 95mm in length was likely to be missing from the actual sample. The urethane layer around the fracture was removed by a solvent medium and the core wire was inspected under electron microscope. Seen from the lateral side, the fractured end was found to have been deformed into a curved shape. The fracture surface was found to be in the rough state. The outside diameters of the core wire and the urethane layered segment was measured on the area adjacent to the fracture. They were confirmed to meet manufacturing specifications. Kink resistance of the shaft was determined and confirmed to meet manufacturing specifications. Simulation testing was conducted. A product sample was subjected to twisting forces by which the shaft was formed into a loop-shape until it became fractured. Electron microscopic inspection of the fracture revealed the edge of the fracture was noted in the curved shape and the fracture cross section was flat. The state of the fracture was observed to be very similar to that of the actual sample was duplicated. A review of the device history record and the product release decision control sheet of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint record did not find any other report with the involved product/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be determined, based on the available information the actual sample may have been subjected to pushing and pulling manipulations. The device labeling does address the potential for such an event in the instructions-for-use, which states the following: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire m and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guide wire m or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
(B)(4).

Manufacturer narrative:
The actual device has been received by the manufacturing facility, however the evaluation is not yet complete. A follow up report will be submitted within 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. A review of the device history record for the reported part/lot combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported breakage on the radifocus guidewire device. Follow up communication with the user facility confirmed the following information: the customer was using a 260 stiff glide when the tip of the glidewire broke off; a snare was being used with the device; when the doctor was using the snare with the wire a kink was noted; the doctor didn't feel the kink was an issue at that time and put the wire back in and re-advanced it; when the doctor pulled it back into the catheter the tip broke off near where the kink was; the piece of the wire that broke off is still in the patient in the venous system of the leg; the procedure was completed successfully; and the patient was reported as doing fine.